Event description:
A report was received from a user facility in (B)(6) stating that "the cutter is not cutting whereas aspiration is functioning. No pt impact or injury".

Manufacturer narrative:
Device has been requested for eval however it has not yet arrived. Sterilization and lot history records were reviewed and no exceptions were found.